Event description:
The device was used during a pneumonectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the application site and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.